Event description:
It was reported that upon review of remote transmission, it was noted that the patient received inappropriate hv therapy due to supraventricular tachycardia or atrial fibrillation. The patient had forgotten to take his medication and was instructed to do so. Patients condition was fine.

Manufacturer narrative:
.